Manufacturer narrative:
The field service engineer (fse) replaced the rf preamp (preamplifier) and cable and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the rf detector preamp card and associated cable. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported low retic conductivity issues involving the coulter lh 780 hematology analyzer. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. The customer performed system diagnostics but could not resolve the issue. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.